Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by the hospital.

Event description:
The customer reported the following event under medwatch mw5104392: "during a left femoral trochanteric nailing the first guidewire used the tip of the guidewire broke in the intramedullary canal of femur. At this time it was noted that leaving the broken metal tip in the bone as suppose to attempting to remove it would be less damaging to the patient."

Event description:
The customer reported the following event under medwatch mw5104392: "during a left femoral trochanteric nailing the first guidewire used the tip of the guidewire broke in the intramedullary canal of femur. At this time it was noted that leaving the broken metal tip in the bone as suppose to attempting to remove it would be less damaging to the patient.".

Manufacturer narrative:
The reported event could be confirmed with the help of the pictures provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿when inserting a k-wire, it is imperative to continuously check the position of its tip with an image intensifier. Fluoroscopy is also necessary whenever cannulated instruments are advanced over a k-wire. Ensure that bone debris does not accumulate in the cannulation of the instrument to reduce the risk of instrument binding on the k-wire.¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, in general, breakage of k-wire could be due to handling failure or mechanical overstressing. If device is returned or any further information is provided, the investigation report will be reassessed.